Event description:
The customer reported the subject device was displaying a communication error that resulted in no image being displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was an e221 error code (scope communication error), which was found to be caused by a cable failure. In addition, service found the cable was buckled, the video connector was damaged, the control unit was worn, and the operation of the control unit was difficult. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been pointed out that e221 occured due to cabling failure. There is no description of the cause of the cable failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer regarding the reported event. Additional information provided in sections b3 (date of event) and b5 (describe event or problem).

Event description:
Additional information received from the user facility: the reported issue (device was displaying a communication error that resulted in no image being displayed) was identified during pre-use inspection.